Event description:
It was reported via repair work order that the fowler would drop when lowered from high height due to malfunctioned dampener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.